Event description:
It was reported that therapy was aborted due to noise on the lead.

Manufacturer narrative:
The field event was verified in the laboratory. The outer insulation of the is-1 leg was abraded and the sensing coil was exposed due to friction with the ICD can. If the exposed metal of the sensing coil comes in contact with the ICD can, noise can occur.